Event description:
Reporter stated that the customer tried to use his aviva system and got an error message. Reporter stated that at some point in the next 24 hours, the customer began feeling hypoglycemic symptoms and the emergency medical technicians were called. Reporter stated that they treated him to bring his blood glucose levels up. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.